Event description:
The information reported is not clear, but reportedly the defibrillator power shut off when attempting to deliver defibrillator therapy to a patient. The reporter did not know any additional information regarding the report, but did state that he would have been informed if the patient being treated was affected by the discrepancy.